Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that the distal end and distal end cover were burnt likely due to a high-energy treatment device being used without ensuring a sufficient distance from the tip. Additionally, there was foreign material in the nozzle. It was determined that the distal end, distal end cover, and nozzle needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the burn occurred due to a high-energy treatment device was used without ensuring a sufficient distance from the tip. In regards to the foreign material, the material could not be identified and the cause of why the material remained in the device could not be specified. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device.